Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call on (B)(6) 2018 that they received no delivery alarm while she was sleeping. The customer's blood glucose was 430 mg/dl at the time of incident. Troubleshooting resolved issue. Patient declined troubleshooting for low blood glucose levels. The insulin pump will not be returned for analysis.